Event description:
It was reported that during servicing the equipment the device's battery compartment was found broken. If a piece were to fall off during surgery there could be a risk of infection. There is no known patient impact or procedural delays.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during servicing the equipment the device's battery compartment was found broken. If a piece were to fall off during surgery there could be a risk of infection. There is no known patient impact or procedural delays.